Event description:
It was reported that at least one bd nokor admix needle experienced epoxy on the device cannula. The following information was provided by the initial reporter: needles with visible white glue on needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-06. H6: investigation summary it was reported there was white glue on the hub and the needle. To aid in the investigation, twenty-eight samples in sealed packaging blisters and three photos were provided for evaluation by our quality team. A visual inspection was performed. Eight samples have an epoxy drip over on the needle hub and the other twenty samples have no defects or imperfections observed. The first photo shows three packaging blisters with the product inside. No defects or imperfections are observed in this photo. The second photo shows another set of three packaging blisters with the product inside. In this photo there is a white epoxy drip over on the needle hub. The third photo shows two packaging blister top webs. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle hub. A device history record review was completed for provided material number 305216, lot number 0115942. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer of epoxy on the needle hub is confirmed. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there was white glue on the hub and the needle. To aid in the investigation, three photos were provided for evaluation by our quality team. The first photo shows three packaging blisters with the product inside. No defects or imperfections are observed in this photo. The second photo shows another set of three packaging blisters with the product inside. In this photo there is a white epoxy drip over on the needle hub. The third photo shows two packaging blister top webs. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle hub. A device history record review was completed for provided material number 305216, lot number 0115942. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer of epoxy on the needle hub is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. We will continue monitoring the complaint trend for the product and symptom. Probable root cause: assembly line.

Event description:
It was reported that at least one bd nokor admix needle experienced epoxy on the device cannula. The following information was provided by the initial reporter: needles with visible white glue on needle.

Event description:
It was reported that at least one bd nokor admix needle experienced epoxy on the device cannula. The following information was provided by the initial reporter: needles with visible white glue on needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there was white glue on the hub and the needle. To aid in the investigation, three photos were provided for evaluation by our quality team. The first photo shows three packaging blisters with the product inside. No defects or imperfections are observed in this photo. The second photo shows another set of three packaging blisters with the product inside. In this photo there is a white epoxy drip over on the needle hub. The third photo shows two packaging blister top webs. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle hub. A device history record review was completed for provided material number 305216, lot number 0115942. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer of epoxy on the needle hub is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. We will continue monitoring the complaint trend for the product and symptom. Probable root cause: assembly line.